Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 9/24/2014. Evaluation shows camber tubes cracked on zero degree end. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the left camber tube which connects the axle is broken.